Event description:
The customer reported that there was a foreign material inside the package of phaco needle.

Manufacturer narrative:
With regard to this complaint, one unopened phaco needle pouch was received for investigation. Visual inspection confirmed the presence of a soft transparent particle in the pouch which resembled the material of a test chamber, which was not identified during final inspection. No similar failures have been confirmed previously.

Manufacturer narrative:
Complaint article was received by d.o.r.c. Investigation will be initiated as soon as possible.

Event description:
The customer reported that there was a foreign material inside the package of phaco needle.